Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon eval, the white pulse wire was open in the trunk cable. The cause of the code check te messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's husband contacted zoll to report 'check te' messages. The pt was issued a replacement electrode belt.